Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight, and ethnicity and race were not provided for reporting. UDI #: (B)(4), upc #: 381370048480, lot #: 3189b, exp: na. This is a band-aid variety pack (water block clear, tough strips, cushion-care sport strip) 30 CT. Lot3189b. Consumer is complaining about the water block clear. Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on nov 17, 2019. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2020-00020. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female parent reported her daughter ((B)(6) years, (B)(6) months) had an adverse reaction to water block bandages. Product was used for a cat scratch on (B)(6) 2020. The mother placed two water block band-aids vertically on the cut. On (B)(6) 2020, the mother noticed red underneath one of the band-aids. The mother pulled the band-aids off to reveal two burns - right under where the pad portion of the band-aid was placed. The mother has been placing neosporin on the burns and was hoping it went away. Urgent care was given on (B)(6) 2020, where the doctor prescribed burn cream and suggested to cover the burns with gauze. The burns must get significantly better within 5 days or she will have to be seen again. Consumer is still experiencing symptoms. There are two red patches, the size of the bandage pads, on her forearm. The skin is flaking off and they are rough to the touch. Consumer states the doctor confirmed that they are chemical burns. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 8041154-2020-00020. The same patient is represented in each medwatch.